Event description:
Registered nurse (rn) stated that while this servo-I ventilator was in use on a patient, the screen said "expired cassette" and then disappeared from the screen only to return again. Rn red bagged and called biomed. The circuit is still on the ventilator.